Event description:
Related manufacturer reference number: 2017865-2023-22399. It was reported a patient's right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) presented with high defibrillation impedance. Both products were explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of high voltage impedance anomaly was confirmed. During analysis, a high impedance path between the header and the feedthrough connection was detected. The cause of the impedance anomaly was determined to be due to a manufacturing anomaly.